Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 455mg/dl with insulin flow block and flashing white display. Customer states that display was flashing but further found that no report of pump screen flashing when screen was turned on after being in sleep mode. Customer treated high blood glucose with manual injection and declined to troubleshoot for high blood glucose. Unable to troubleshoot for insulin flow blocked due to flashing screen. Product will be return for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to flashing white lcd. Unit received with partial display due to cracked/bleeding lcd glass. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.